Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient representative reported against left side "dizziness, pain, kidney and vein problems, thrombosis, fatigue" which are all non device related. Patient representative additionally reported left capsular contracture baker grade unknown, suspected rupture, and "breast implant illness" (non device related). The device has been explanted.